Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. Reportedly, after deploying the clip, the device became stuck. The safety release button was activated but it did not retract the vessel locator wings as expected. The physician had to apply force to remove the device from the common femoral artery. However, the device did achieve hemostasis. There were no reported adverse pt sequelae. No additional information was available.